Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the patient for the endovascular treatment of an ununiformed taa. It was reported the patient died on the same date. No cause of the event has been provided. No additional clinical sequelae were reported and the patient has expired.